Event description:
A physician reported a pt who was originally skin tested on 3/30/98 with negative results. On 4/9/98 the physician treated a scar on the right cheek. On 8/5/98, the pt called the physician to report the treatment and test sites had become red, tender and warm. A consulting physician prescribed penicillin and benadryl. The treating physician recommended that the penicillin be changed to keflex and oral prednisone was added. On 8/10, 98, the physician administered intralesional kenalog at the treatment site. The physician diagnosed the symptoms as hypersensitivity, and the pt was continued on the prescribed course of keflex and prednisone. On 8/26/98, the physician noted the symptoms had improved. On 10/14/98 the pt returned with a recurrence of the symptoms. The physician diagnosed a granuloma at the treatment site and administered intralesional kenalog. On 11/4/98, add'l kenalog and oral prednisone were prescribed. On 1/25/99, the pt was examined by the consulting physician for the same, continued intermittent symptoms. Oral prednisone was prescribed, which provided symptomatic relief for about a month. On 3/16/99, increased swelling at the sites was noted, and the consulting physician prescribed an 8-day course of oral prednisone and injected intralesional kenalog at both the test and treatment sites. The consulting physician reported that in 11/98, the pt had a battery of bloodtests prior to an unrelated surgical procedure. The only abnormality was a "weakly positive" response to an anti-cardiolipin antibody test. The consulting physician did not believe the pt had an autoimmune disorder.